Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown concentration and dose via an implantable pump for sciatic nerve injury and spinal pain. It was reported that the catheter was not working and was "plugged up." It was noted that they looked to see if it was plugged in the spinal or distal segment. On (B)(6) 2013, the catheter was replaced. No symptoms were reported. The date of the event was unknown.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot# (B)(4), ubd 2014-08-20, UDI# (B)(4). Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 14-aug-2019 from the patient who reported that the pump was delivering morphine at the time of the event and she had to take "like 1800 mg/day" of oral morphine because of the issue. She did not know the dose and concentration of the morphine in the pump at the time of the event. Per the patient, she had been telling her healthcare professionals for 6 months that her pump wasn¿t working and then when they finally checked her pump and catheter the catheter was clogged. The pump was implanted in 2012 and the catheter was revised in 2013 because of the issue. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.